Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. D10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000194, ubd: unknown, UDI#: unknown, h6: the system was serviced in the field. The hand switch was replaced. Codes b01, c13, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a spinal procedure. It was reported that during a case the system was intermittently not responding to 2d shots. It was noted that the site had no issues with the 3d shots.  It was noted that while on hold with the site, they tried to set up another attempt and the scout shots worked as intended. There was no impact on patient outcome and the issue caused a less than 1 hour delay. Additional information was received. There were only scout ap/lateral shots taken, due to issue cause for reboot, one could say that a repeat of the normal process had to occur. There were less than 10 people excluding the patient in the room.